Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# : (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -12.0/3.5/093 (sphere/cylinder/axis) tore in half. The lens was intended for the patient's left eye (os). Reportedly, "lens torn in half."

Manufacturer narrative:
H6- medical device code: "2993" should be removed and "3189" should be added. Claim# (B)(4).